Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and unexpected restart alarm. The customer's blood glucose reading was 328 mg/dl. The customer stated that a new battery cap did not correct the unexpected restart alarm. The customer also received a high pitch squeal. The insulin pump will be returned for analysis.